Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a recurrent left inguinal hernia repair surgery and dissection of the previously placed mesh on (B)(6) 2011 during which the surgeon noted preperitoneal mesh, and sigmoid colon adherent in that area. He further noted that the mesh was adherent to the cooper ligament. This was taken down with sharp dissection. The surgeon was able to get all the mesh and inflammatory reaction off of the preperitoneal space. It was reported that the patient experienced severe pain, numbness in his left groin, impaired sexual relations, mesh dissection, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 03/17/2021. Additional information: a1, a2, d3, g1, g4.